Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident was 250 mg/dl. During troubleshooting the insulin pump failed to prime. The device then flashed with an empty reservoir alert despite having 17.1 units of insulin inside of the reservoir. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.